Manufacturer narrative:
H6: 4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: over/under correction and secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. Reportedly, "patient was dissatisfied with far vision and complained of blurred vision." The lens was later exchanged for a same size, different power lens and the problem was resolved. Cause of the event is unknown.